Manufacturer narrative:
Technician located in "down" storage area. Head of bed was drifting down. Replaced CPR valve to resolve this issue.

Event description:
Bed found in "down" storage area. Bed had a note saying "head will not stay up". No allegation of injury.